Manufacturer narrative:
Customer (person): (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the blue lumen of a triple lumen polyurethane central venous catheter cracked. The device was implanted on (B)(6) 2020 in the patient's left femoral vein. Five days later, on (B)(6) 2020, the "medial lumen" was noted to be cracked. As a result, that lumen was not used. The device currently remains implanted but may be explanted at some point. No adverse effects to the patient have been reported. Additional information regarding the device and event has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 07jan2021. It was reported that "infused tpn, lipid, saline drip, antibiotic eg: cefoperazone 850 mg tds, amoxicillin 410mg qid, ganciclovir 82.5mg qid" were connected to the blue hub. No power injection was performed through this lumen.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported that the catheter from a triple lumen polyurethane central venous catheter set (c-utlm-501j) from lot 8776962 cracked at the medial lumen five days after insertion. No power injection was used. The device was later explanted and returned to cook. Cook became aware of this event on 29dec2020 upon being notified by pusat perubatan univ. Mal. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, was conducted during the investigation. One used and damaged triple-lumen cvc was returned to cook for evaluation. Upon visual inspection, the blue hub was noted to be cracked on the left side. A functional leak test confirmed that the hub leaked. No damage or leakage was noted on the other hubs. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks of this device are acceptable when weighed against the benefits. A review of the device history records (dhrs) for the reported complaint device lot (8776962) and the related catheter subassembly lots revealed no recorded non-conformances. A database search identified five other events associated with the device lot concerning the same failure mode. Based on risk evaluation, complaint analysis, and evidence that user interaction with the device can contribute to the failure mode, containment is not considered at this time. Given the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ulmbhce_rev6 [uncoated and heparin-coated central venous catheters] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 ml or larger syringe will reduce the risk of catheter rupture. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. Appropriate measures have been initiated to address this failure mode. A CAPA is currently in progress to further investigate this failure mode with this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.